Event description:
Per the info provided to co by the physician's office, the device was removed due to "non-function", secondary to "broken tubing at pump". As reported to co, the entire device was removed and replaced with another piece inflatable penile prosthesis.

Manufacturer narrative:
This inflatable penile prosthesis was implanted on 6/10/88 and removed on 9/19/96 due to "broken tubes at pump," "non-functioning." A resipump and two cylinders were returned for eval. In the received info the md stated that fluid was lost from the device from a "broken connecting tubing from pump (to) cylinders." Examination and testing of the returned components revealed a separation/leakage site in outlet #1's exiting tube near the strain relief/tube junction. Examination of the surfaces of the separation revealed markings characteristic of stress(s) induced rending. An area of abrasion is observed surrounding and penetrating the separation and extending unto the strain relief. A crease mark is noted opposite the separation on the anterior surface of the tube. Further examination revealed an area of abrasion anteriorly located on outlet #2's strain relief and exiting tubing. In addition, both outlet are noted to curve toward each other. This, and the pattern of abrasion noted on the two outlets, indicates that the outlets were overlapped while in-vivo. In addition a separation is noted in oulet #2's exiting tube at the strain relief/tube junction, confirming the report of "broken tubes at pump," however this separation extends through the first tube layer only and is not a site of leakage. Based on qa's examination and the md's observations, qa concluded that while in-vivo outlet #1 and outlet #2 were overlappted and abrading against one another. In addition, outlet #1's exiting tube was partially kinked. Qa further concluded that this positioning, combined with device usage over time, contributed to sufficient stress(s) to rend the tubing at the noted site. This separation would allow the loss of fluid, rendering the device inoperable.